Manufacturer narrative:
Added the date of event to section b3 and updated h6 clinical code and impact code based on clarification received from the customer.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube in the package has been cut when packaging from manufacturer when the package was sealed and cut.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One unused sealed device was received for investigation. The device was evaluated, and the reported condition was observed. The root cause was determined to be manufacturing related. Actions have been implemented to address the observed condition. We will continue to monitor related reports to determine if actions are necessary.